Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the pump bulb was very hard to squeeze. The patient could barely squeeze hard enough to fill the cylinders. The patient connected with patient liaison to attempt troubleshooting. No information was provided about the patient's outcome.

Manufacturer narrative:
Implant date updated. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the pump bulb was very hard to squeeze. The patient could barely squeeze hard enough to fill the cylinders. The patient connected with patient liaison to attempt troubleshooting. No information was provided about the patient's outcome.